Manufacturer narrative:
Analysis of programming history.

Event description:
During review of inhouse programming history viewed. On (B)(6) 2004, the day of implant, the device was interrogated a couple of times programmed to 0/30/500/30/180 to stay at shipping settings, 3 system diagnostics were performed and the device was interrogated and the settings were 1.0 ma / 20 sf / 500 pw / 30 seconds on time / 60 seconds off time and the device was not programmed to intended settings prior to the patient leaving. The patient's settings were corrected on 2/14/2005.